Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a metal stent drainage procedure performed on (B)(6) 2024. During the procedure, deployment of the distal flange was attempted; however, it did not open. Despite repeated attempts to deploy the flange, it remained constrained. The stent was removed from the patient fully covered by the outer sheath, and the procedure was subsequently completed using another axios stent. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific was unable to confirm the reported event of stent failure to deploy. Additionally, the black marker was observed to be damaged, and the inner sheath was found to be kinked. The investigation concluded that these observed findings were likely due to factors encountered during the procedure. It is possible that the application of excessive force or the manner in which the device was handled and manipulated contributed to the observed findings. Excessive manipulation of the device may have limited its performance. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device revealed that the inner sheath was kinked and the black marker damaged. Functional inspection was performed, the catheter moved freely through the luer and the slider moved to its original position and fourth position without resistance. No additional problem was noted with the stent and delivery system. Risk review: a risk review was completed and confirmed that the reported events of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.